Event description:
It was reported that the during the implant procedure there was a left ventricular (lv) lead attempt but was aborted due to phrenic nerve stimulation. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).